Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The returned device was evaluated and the cannula was blocked by a plug of cement, which prevented the pouch from being punctured properly. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was likely due to user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during preparation of the cement, the system didn't click. A second system was prepared in order to proceed. No further information has been made available at this time.